Event description:
Patient allegedly received an implant on (B)(6) 2010 via the {vein listed in the pps} due to pulmonary embolism (pe). Patient is alleging perforation strut. Patient notes and further alleges experiencing "when sitting, there is a pulling feeling the groin area, the site where the filter was inserted". Per a computed tomography (CT) abdomen dated (B)(6) 2019: "impression: [inferior vena cava] ivc filter identified with two of the four legs extending more than 3 mm beyond the wall of the ivc.

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.